Manufacturer narrative:
Sample is not available for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
When concluded dressing placement, a hole was observed near the catheter hub with leakage of peripheral parenteral nutrition.